Event description:
Patient has been experiencing periodic high blood glucose (300-400 mg/dl). They reported that they had attempted to self-treat by delivering additional insulin, via boluses; however, their blood glucose did not decrease as expected. Reporter indicated that patient was able to successfully lower blood glucose by setting a temporary basal increase; however, this caused their blood glucose to drop too low. They self-treated by removing the device , and allowing their blood glucose to increase. At the time of the report, patient had already switched to their back-up device, and their blood glucose had returned to normal(-100 mg/dl).